Event description:
Literature: chan dtm, zhu xl, yeung jhm, et al. Complications of deep brain stimulation: a collective review. Asian j surg. 2009; 32(4): 258-63. Summary: this article presents an audit of all the pt's implanted with deep brain stimulation (dbs) between 1997 to the end of 2008 at one facility to assess complications arising from the 100 dbs electrode insertions and prevention of complications. Reportable event: one pt experienced electrode fracture at the distal end, close to the connector site. It was noted that the connector was not anchored properly and was migrating from the retroauricular region down to the neck level. The pulling and dragging force fractured the electrode. No pt symptoms, treatment, or outcome were reported. See literature article with MFR report #3007566237-2009-09382.

Manufacturer narrative:
(B) (4).